Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient presented with a peripheral infiltrate extending from five to nine o'clock three days post lasik with mild inferior diffuse lamellar keratitis (dlk). The patient is frustrated with vision. The patient reported a foreign body sensation (fbs), blurry vision and irritation. The patient is to continue using topical steroid and antibiotic drops and to start using another topical antibiotic every two hours until next follow up visit. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.